Manufacturer narrative:
The results of this investigation concluded cusp 3 was torn. There was small outflow thrombus on the base of cusp 1. Cusps 2 and 3 contained small calcified nodules. No inflammation was present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the calcifications, thrombus, or tear were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2008, a double valve replacement procedure was performed and this 31 mm sjm epic valve was implanted in the mitral position and an epic valve (model unknown) was placed in the aortic position. The patient's postoperative recovery was good. On (B)(6) 2017, the patient presented with tiredness and shortness of breath. A 50% ejection fraction and severe mitral incompetence were noted. Left ventricular end diastolic pressure was 53 mmhg and a paravalvular leak was seen on echo. On (B)(6) 2017, this mitral valve was explanted and coronary artery bypass was performed. A sorin pericarbon valve was implanted.